Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had a dyskinesia episode that came on suddenly last sunday night, (B)(6) 2018. The patient stated it was worse than before they were implanted. The patient stated they connected to the recharger and it looked like the ins battery was low. The patient charged the ins and stated they felt better after charging. The patient¿s daughter reported for the past 2 years, event date unknown, the patient couldn¿t speak or swallow very well until their dyskinesia episode, sunday. Now they could talk and swallow fine. The caller stated that the patient¿s doctor office had not been able to find a balance with programming for dyskinesia and speech. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reiterating that they developed severe dyskinesia while the ins was on. They spoke to their healthcare provide to discuss symptoms. Caller wanted to know if shingles vaccine is contraindicated with the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that there were no circumstances that anyone could link to the dyskinesia. The dyskinesia came on suddenly with no change in activity or drug dosage. Patient noted that the dosage of their sinemet was decreased. Switched from sinemet 25/100m to rytaryn. Take semantaline 100mg each afternoon. It was noted that the sudden dyskinesia was resolved and that patient had not found a new hcp